Manufacturer narrative:
Follow up report will be submitted once investigation is complete.

Event description:
Impossible to introduce the stent into the pancreas. "As per complaint form: after an ampullectomy of the papilla with a snare, the doctor wanted to put a pancreatic stent to avoid pancreatitis. He took a fs6omni with visiglide guide wire and slipped the stent over the guide wire. No problem and enter into the papilla ( 1cm ) and got stuck; impossible to move the stent so the doctor remove the guide wire and tried to remove the stent with a snare. It was very difficult because the stent seemed enclave. The pin was stuck in the pancreas. The removal of the stent caused a bleeding. But he took the fs-omni again with guide wire and placed another pancreatic stent without problem. The doctor didn't really understand the problem because the endoscope was not so much bended and he get used to place gepd.... The patient is fine and never had pancreatitis.

Manufacturer narrative:
Upon review of the complaint information it has been determined that the bleeding that occurred in this instance does not meet the definition of a 'serious injury' as per 21 cfr 803.3 and therefore does not meet the criteria of an FDA MDR serious injury report. The bleeding occurring in this instance is not considered "life threatening" as no medical intervention was carried out in reaction to the bleeding that occurred. The procedure was finished with placement of another device (placed to address the preventative measure against pancreatitis and not the bleeding). The bleeding did not result in a permanent impairment of a body function or permanent damage to a body structure and did not result in medical or surgical intervention to preclude permanent impairment of a body function. (Reference 'serious injury criteria as defined in 21 cfr 803.3) a reporting precedence does not exist for this device family for the malfunction of difficult advancement/removal. Based on this re-assessment this follow up MDR report is being submitted to cancel the initial MDR report on this event.

Event description:
Upon review of the complaint information it has been determined that the bleeding that occurred in this instance does not meet the definition of a 'serious injury' as per 21 cfr 803.3 and therefore does not meet the criteria of an FDA MDR serious injury report. The bleeding occurring in this instance is not considered "life threatening" as no medical intervention was carried out in reaction to the bleeding that occurred. The procedure was finished with placement of another device (placed to address the preventative measure against pancreatitis and not the bleeding). The bleeding did not result in a permanent impairment of a body function or permanent damage to a body structure and did not result in medical or surgical intervention to preclude permanent impairment of a body function. (Reference 'serious injury criteria as defined in 21 cfr 803.3) a reporting precedence does not exist for this device family for the malfunction of difficult advancement/removal. Based on this re-assessment this follow up MDR report is being submitted to cancel the initial MDR report on this event.